Event description:
Patient reported the menu button on the infusion device is out of function. Patient stated upon pressing it, it won't react on the first attempt. Patient reported having to press the button several times in order for the button to function. Patient stated there was no harm to her. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion - the complaint can be verified. Result the menu button does not respond. There are particles of plastic inside the housing of the menu button. The particles temporary isolate the area of contact inside the button housing. Due to this problem the menu button does not respond and is without function.